Event description:
It is reported that pt had a deep wound infection.

Manufacturer narrative:
(B) (4). Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from (B) (4) (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. Exemption: (B) (4). Total # of events: 2. Type of event: serious injury. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.